Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered high voltage therapy for possible atrial fibrillation (af) with rapid ventricular response detected as ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high voltage therapy was delivered for a double tachycardia arrhythmia. No intervention was done.